Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
It was reported a gamma nail was removed and a left total hip replacement performed due to arthritis.